Manufacturer narrative:
The field for section was not populated due to a technical limitation. Section product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the physician had the amplatz extra-stiff support wire guide was being used for endovascular therapy in the superficial femoral artery with a contralateral approach, but the wire would not advance through the sheath. It was replaced with another manufacturer's wire, and the procedure was completed. It was later found that the guidewire's inner mandrel was protruding from the coil. There were no injuries or additional procedures reported.